Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. Olympus made multiple follow ups by telephone and in writing in an attempt to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the patient's colon was perforated during a colonoscopy procedure. An olympus endoscope (model and serial number unknown) was also used in the procedure. It was also reported that the facility was using non olympus tubing, non olympus valves, and non olympus water bottle with the reported ucr machine. The patient's outcome is unknown. It is also unknown if the procedure was completed. No additional information was provided. This is report 1 of 4.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fcx to hif.